Manufacturer narrative:
(B)(4) batch # :u9530c. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the nslg2s35a device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. It should be noted that product failure is multifactorial. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the generator display any error messages and if so what were they? No. Had the device been working and then stopped? Yes. Did the electrode ceramic separate or break off? Unknown. Did the I blade get damaged or break off? Yes. Is the jaw damaged but not broken off? Unknown. Is the top jaw loose but not detached? Yes. Is the top jaw ptc material damaged? Unknown. Is the black ptc in the upper jaw detached? Unknown. Is the top jaw broken off the of the device? Unknown. Addtional information: rep stated that the top jaw has broken. The jaw was skewed, or the hinge was bent or broken but the jaws were not falling off or completely broken into two. The jaws looked locked or jammed or it looked like a hinge failure on the jaw. He mentioned no staples or clips were in sight when the failures occurred. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that while completing a lower anterior resection, the surgeon commented that they just started using the enseal and it broke! The case was delayed by five minutes but completed using a new device with no patient consequences.